Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Evaluation of monitor sn (B)(4) is currently underway. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. As received, the electrode belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away wearing the lifevest. Review of the ECG and downloaded flag data revealed that the patient experienced an inappropriate defibrillation event consisting of one shock on (B)(6) 2016 at 20:47:48. The rhythm at the time of the event was CPR artifact to bradycardia at 55 bpm with tactile artifact. The post-shock rhythm was bradycardia at 55 bpm with tactile artifact. CPR artifact contributed to the false detection and indicated the presences of bystanders. The response buttons were not pressed during the entire event. The electrode belt was disconnected at 20:47:55. The patient passed away on (B)(6) 2016.